Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support stating that the device was dropped and the connector broke off inside the device. The patient provided a photo of the damaged connector. The patient was advised that the remaining portion of the connector would need to be removed and was instructed to use pliers. The patient was able to successfully remove the broken connector with pliers and then completed a supply change, after which insulin delivery resumed. The patient reported that blood glucose levels were not affected during the event, with a reported value of 91 mg/dl. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.